Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a percutaneous nephrolithotomy (pcnl) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon burst. There was no piece of the balloon detached inside the patient. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned nephromax balloon catheter revealed that balloon was subjected to positive pressure and deflated. The balloon material was noted to have a circumferential tear beginning 24mm distal to the balloon bond and a longitudinal tear for 113mm distally across the balloon beginning at circumferential tear site. There were no issues identified on the markerband and shaft of the device which could potentially have contributed to the complaint incident. This is defined as a complaint that is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a percutaneous nephrolithotomy (pcnl) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon burst. There was no piece of the balloon detached inside the patient. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.